Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump. There was no reported impact to the customers blood glucose level. Reportedly, customer continued using pump for insulin therapy.